Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical procedure was completed as planned by restarting the system. The philips field service engineer (fse) visited system onsite and confirmed that the system's wired footswitch was unable to trigger fluoroscopy. Upon troubleshooting, the fse found that the footswitch cable was physically damaged. To resolve the issue, the fse replaced the wired footswitch, after which the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, allowing the customer to successfully complete the procedure on same system after restarting the system. The procedure was finalized without a delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Corrected: evaluation method code and additional narrative. Philips has investigated this complaint. According to the additional information collected, the clinical procedure was completed as planned by restarting the system. The philips field service engineer (fse) visited system onsite and confirmed that the system's wired footswitch was unable to trigger fluoroscopy. The review of system log files showed an error related to 24v signal passing from the sib to footswitch. Upon troubleshooting, the fse found that the footswitch cable was physically damaged. To resolve the issue, the fse replaced the wired footswitch, after which the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, allowing the customer to successfully complete the procedure on same system after restarting the system. The procedure was finalized without a delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's wired footswitch was unable to trigger fluoroscopy. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.